Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free leaked from the filter attached to the tubing on the third day of use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bd smartsite extension set 0.2 micron low protein binding filter leaked. Patient called nurse to room as they were feeling something wet on the tubing. This rn took a look at tubing and found that the filter attached to the tubing had a small leak. Line immediately removed and new line strung. Tubing sent to educator in clear bag not sure of exact lot number as tubing was 3 days old."

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free leaked from the filter attached to the tubing on the third day of use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bd smartsite extension set 0.2 micron low protein binding filter leaked. Patient called nurse to room as they were feeling something wet on the tubing. This rn took a look at tubing and found that the filter attached to the tubing had a small leak. Line immediately removed and new line strung. Tubing sent to educator in clear bag not sure of exact lot number as tubing was 3 days old."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the filter attached to tubing had a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h.10.